Event description:
Patient with left ventricular assist device (lvad) therapy x for 15 months presents with first episode driveline infection post lvad. No abscess. No surgical intervention. Patient was discharged with IV antibiotics for several weeks.